Manufacturer narrative:
The actual product involved in this incident was not returned to kerr corporation for evaluation. A retain sample of the same lot was tested and the results indicated that the product was within specifications.

Event description:
On (B) (6) 2010, a doctor reported that a veneer that was seated using nx3 cement had fallen off in a patient three times in three months.